Event description:
A pump registered an altitude alarm 21, but there was no adverse impact on the customer's blood glucose level. The issue did not cause any suspension of insulin, and the customer did not report similar issues with the pump in the past month. Technical support provided advice to prevent future altitude alarms, and the customer acknowledged the guidance. The customer replaced the cartridge, which resolved the issue, and the pump resumed normal operation.